Event description:
Our distribution partner surgalign reported the following "possible small dural tear; performed midline incision centered over l3-4; partial laminectomy & did not see further spinal fluid. Placed muscle over defect along with thrombin, gelfoam and tisseel fibrin glue. Pt kept flat for 36hrs then slowly elevate hob."

Manufacturer narrative:
The device remains in patient and is not available for investigation. A DHR review was performed and the device was manufactured to specifications. This report will be updated should this information become available at a later date.